Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Device evaluation found there was a deformed cable and camera head cover, and the deformed cover did not pass weathertightness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, the hd 3cmos camera head did not work anymore. The customer noted the device was sterilized in the autoclave. The issue was found during the reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the sterilization method was mishandled. It was recommended to refer to ¿reprocessing¿ in the instruction manual for sterilization method of the equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.